Manufacturer narrative:
(B)(4). Report source: (B)(6). The device will not be returned for analysis remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 01057.

Event description:
It was reported that the arcos cone body has snapped in patient. Clear fracture across the cone body above the taper junction site. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: fracture of the femoral implant of the right hip arthroplasty a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection found the cone body to be assembled with the associated head and an unknown screw. Both the cone body and the screw are fractured. Scratching and tool marks were observed on the neck. The fractured piece of the cone body has been cut lengthwise. Scanning electron microscope analysis of arcos cone body sample showed that it fractured due to fatigue. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.